Event description:
Customer reported that the orange protective caps on the syringes were loose. Patient claims that 2 of the caps for the syringes fell off of the syringe. Both times, after the cap fell off, the patient was stuck with the needle. The first time, the patient was stuck on her finger. The second time, the patient was stuck on her right breast. The patient reports no additional adverse health consequences beyond the 2 needlestick injuries. The patient has not sought nor received medical guidance nor counseling.